Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration. Surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. During procedure, the suture holes of the ipg header were unable to secure the ipg into place. In turn, the ipg was also explanted and replaced. Therapy was restored post-op.